Event description:
A hospital in (B)(6) reported that the fisher & paykel healthcare (fph) bc4030 nasal prongs would become disconnected from the flexitrunk infant interface. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The fisher & paykel healthcare (fph) infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Actions taken by manufacturer: a root cause failure investigation and a CAPA are under way to determine why the affected nasal CPAP prongs have disconnected during use and to determine corrective and preventative actions. A recall was initiated on 11 april 2014 to remove affected nasal CPAP prongs from the market and is currently being reviewed by the FDA recall coordinators at the los angeles district office. Fph is issuing this voluntary recall notice because it has received customer reports relating to certain lot numbers of certain models of nasal CPAP prongs detaching from the flexitrunk nasal tubing. The nasal tubing is not affected by this recall. The complaint nasal CPAP prongs were returned to fisher & paykel healthcare in (B)(4) for investigation. A visual inspection confirmed that this was one of the affected prongs. A medical device recall letter will be sent to this customer in australia. Not returned to manufacturer.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the bc4030 infant nasal prongs disconnected from the bc191 flexitrunk nasal tubing during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The fph flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc4030 nasal prongs are designed to be used with the flexitrunk interface. The complaint flexitrunk infant interface nasal prongs was not returned to fisher & paykel healthcare for evaluation and the investigations is still under way. We will provide a follow-up report upon completion of our investigation.